Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported repeated "alert 38" on the ilet despite restarting three times. The agent had the patient remove the cartridge and restart; however, without the cartridge, the ilet displayed an ¿unable to proceed¿ alert when swiping on rewind. The agent advised that the device would need replacement. Blood glucose (bg) was 130 mg/dl and unaffected. No symptoms reported during event, and no medical intervention required at the time of call.